Manufacturer narrative:
A ge service representative performed an onsite investigation. The reported issue could not be duplicated. The service representative replaced the monitor. The system was tested and found to be working as intended and put back in service.

Event description:
The customer reported that the system would display a cool iris too large error message and the monitor would blink on and off. No patient injury was reported.